Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the handset is like shutting down, it is not res ponding. April 9th or 10th patient stopped urinating in the toilet. Patient urinates standing up or sitting down and can urinate anywhere other then the toilet. If they go to the toilet, they can't urinate. It's been seven weeks since not being able to go to the b athroom on the toilet. Patient had an MRI on april 14 and the technician put the device in MRI mode and took it out of MRI mode. On may 13 patient went to the emergency room. Troubleshooting advised patient to call primary care doctor on monday. Troubleshooting told patient to tell them they need to get in to be seen right away, which patient did. They were booked and had nothing until july. When at the emergency room, patient had to have a catheter because they couldn't urinate. Patient said it was very painful. Doctor said patient had a bladder infection and gave them medicine. Medication did help the pain, but didn't get patient "going." Patient had a doctor that manages their stimulator they called to let them know they were having this problem. Hcp no longer takes patient's insurance or hmo patients. Patient was trying to get in to see another urologist and has an appointment with a urologist on june 21st. Patient see's a nurse practitioner at their primary care doctor's office, but they're out the next two days and booked on thursday. Patient can go sometimes 2-3 hours without urinating. Patient had been at 2.8 and increased it to 2.9 before and had discomfort (usually burning sensation), so decreased to 2.8. Troubleshooting walked caller through how to connect handset and communicator to the stimulator. Patient was on program 1 at 2.9. On the call, the patient increased the stimulation to 3.1 and confirmed comfortable stimulation in the bicycle sear area. Patient will maintain stimulation level and will continue to track symptoms. The patient's r elevant medical history included being disabled. Troubleshooting recommended the patient follow up with their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did not experience urinary retention prior to the device and that catheterization was not their "standard of care" prior to getting the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.